Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported that a patient awoke with severe eye pain in the right eye one week post photo refractive keratectomy (prk). The patient appears to have a corneal ulcer. The patient is doing well and felt vision was improving until she awoke in pain and had blurry vision. Upon follow up, no treatment was started. Patient went back to her regular ophthalmologist to be seen.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).